Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that since an unrelated surgery in (B)(6) 2017 the device didn¿t seem to be as effective or working as well. The patient stated the stimulation sensation had moved up into his chest. The patient met with a manufacturer representative who was able to adjust the device and get stimulation out of their chest and down into their back and hip. The patient noted that since the adjustment the device seemed to work a little better and believed his underlying pain condition had gotten worse. The patient was also seeing a sync screen after trying to sync with the implant. The indication for use was spinal pain.